Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. On site troubleshooting by a medtronic field service representative was performed, showing that ethernet to cp1 was not communicating. The paxscan cp1 cpu was replaced and this resolved the issue. Further in house testing of the paxscan cpu confirmed that the cp1 is faulty. Electrical problem directly caused event.

Event description:
A medtronic representative reported that after taking about 10 minutes to boot up, the o-arm could not take x-ray. The patient was under anesthesia, but the incision had not yet been made when the surgery was discontinued and rescheduled.